Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the electronic assembly. The insulin pump also had moisture damage and corrosion on the motor assembly.

Event description:
It was stated that the insulin pump was alarming with a high pitched, constant tone. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.